Event description:
Provider was doing a renal aneurysm coiling in hybrid room using fluoroscopy and 2 of the azur coils broke into 2 pieces when manipulating them into place. Provider verbalized all pieces of the coil were retrieved. The azur representative was present. Ref report: mw5166354.